Event description:
Nurse attempted to elevate the head of the patient's bed and observed sparks and smoke coming from the red outlet the bed was plugged into. No active flames. Bed was disconnected from the outlet and a cord malfunction was noted.

Event description:
Nurse attempted to elevate the head of the patient's bed and observed sparks and smoke coming from the red outlet the bed was plugged into. No active flames. Bed was disconnected from the outlet and a cord malfunction was noted.